Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet user experienced recurrent overnight hypoglycemia after evening meals high in protein, stating that glucose rose at bedtime and then dropped to the 50s during sleep, and requested discussion with product or engineering regarding algorithm performance. Symptoms included hypoglycemia. Outcomes included no injury requiring medical or surgical intervention and no hospitalization. Investigation included review of device data and clinical assessment with user education and troubleshooting by the training team. Investigation of this case revealed no device malfunction observed in available reports and potential contribution of skipped meal announcements and overnight targeting, with recommendations provided to adjust user practices. It was concluded that the cause of the hypoglycemia was unclear and that the device was operating as designed based on available information.